Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device analysis summary: visual analysis indicates, "no defect observed." Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported the event of during injection juvéderm® ultra xc the needle disengaged and the product was lost. Patient contact was made. No treatment reported. No injury to patient, injector or staff reported.